Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen display was "bright" and displayed "faint black and white lines". There was no reported impact to customer's blood glucose (bg) levels. Reportedly, the customer did not check bg levels.